Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the s3i continued access program, upon removal of the 14fr esheath, visual examination revealed the liner had not folded back onto itself and the tip of the sheath was deformed. An initial angiogram of the right femoral artery (rfa) demonstrated a small dissection in the external iliac which was successfully corrected by holding pressure with a peripheral balloon. A final angio performed revealed brisk flow. The patient left room for post management care in stable condition. The patient's access vessel minimum luminal diameter (mld) measured 5.3mm. The vessel was mildly calcified and mildly tortuous.

Manufacturer narrative:
The expandable sheath returned for evaluation. During visual inspection, the liner was fully expanded along the entire length of the shaft, damage to the hdpe along the middle of the shaft, scratches were noted along the distal end of the sheath shaft, and scoring on the inner and outer diameter of the sheath distal tip. No functional testing could be performed due to the condition of the returned device (liner expanded and sheath distal tip tear). Dimensional testing was not performed as the complaint was confirmed through visual inspection of the returned device. The manufacturing process for the esheath includes 100% inspections for smooth inner lumen, no visible wrinkles on outer sheath surface, liner fold is continuous from distal end to proximal end of taper, circumferential surface defects or witness lines, remnant lines, without holes or tear on strain relief and inspect for kinks, bends or mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. As reported, the patient¿s minimum luminal diameter (mld) measured 5.3mm with mild vessel calcification and mild vessel tortuosity. The minimum required vessel diameter for a 14fr sheath is 5.5mm. Although scoring was observed on the returned device on the sheath distal tip od and ID, a definite root cause (whether related to improper scoring or patient factors) was unable to be determined at this time. The IFU and the thv training manual instructs on the necessary steps for sheath insertion. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, it is possible the undersized vessel, the reported calcification (located primarily at the distal end of the sheath based on observed scratches) and tortuosity restricted the luminal space available for sheath expansion during delivery system advancement and contributed to the damage along the sheath shaft and distal tip tear. The complaint was confirmed and a potential manufacturing defect was identified. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate did not exceed the may 2016 control limits for this trend category. However, the root cause may be related to a potential manufacturing non-conformance. A risk assessment was performed and corrective/preventative actions are being addressed through a CAPA.